Event description:
Home patient reports switching a new solution bag to the already spiked heater line of the homechoice set, while troubleshooting through an alarm situation during homechoice treatment. Baxter technician instructed home patient to end treatment at that time. No patient injury or medical intervention required per rn.